Manufacturer narrative:
Block e1: initial reporter's address: (B)(6). Block h6: device problem code 3009 captures the reportable event of stent positioning issue. Block h10: a wallflex biliary rx delivery system was recevied for analysis; however, the stent was not returned. Visual inspection observed no damage with the delivery system. Taking all available information into consideration, the investigation concluded that the reported event was likely due to procedural factors, such as handling of the device, the techniques used by the user and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex biliary rx covered stent was to be used to treat a 6 cm malignant tumor on the end of the bile duct during a stenting procedure performed on (B)(6), 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, under the x-ray imaging, it was noticed that the stent was displaced from the duodenal papilla. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter's address: (B)(6). (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx covered stent was to be used to treat a 6 cm malignant tumor on the end of the bile duct during a stenting procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was dilated prior to stent placement. According to the complainant, during the procedure, the stent was able to be deployed. However, under the x-ray imaging, it was noticed that the stent was displaced from the duodenal papilla. The stent was removed with forceps and another wallflex biliary stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.